Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-02364. It was reported that patient had gotten into an accident in (B)(6) 2019, following which they did not have effective stimulation. It was found that there was low impedance on all contacts. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein both leads were explanted and replaced. It was observed that the leads had migrated into the pocket. Postoperatively, the patient has effective therapy.